Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient presented to surgeon's office with a broken long strut. This was not a routine followup visit. Causes or contributors to strut breakage currently unknown. A wire was utilized to hold the strut in place until it can be replaced (B)(6) 2018 as the surgeon is away until that date. Rep won't be able to get any additional information until on or after (B)(6) 2018 when he can confer with the surgeon, but expects the device to be available for return after that date.

Manufacturer narrative:
The reported event that hexapod strut, long hoffmann lrf 183mm-295mm was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was attributed to be manufacturing and supplier related. The failure was caused by manufacturing components out of specifications. The event involved a product problem indicating a non-conformity which is investigated and addressed through a nc and a CAPA. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that patient presented to surgeon's office with a broken long strut. This was not a routine followup visit. Causes or contributors to strut breakage currently unknown. A wire was utilized to hold the strut in place until it can be replaced (B)(6)2018 as the surgeon is away until that date. Rep won't be able to get any additional information until on or after (B)(6)2018 when he can confer with the surgeon, but expects the device to be available for return after that date.